Event description:
A physician reported a pt who was skin-tested on 12/11/1998 and on 1/8/1999; both with negative results. On 2/9/1999, the pt was treated in the melolabial folds. On 3/16/1999, the pt presented with redness and lumpiness at the treatment sites. The physician diagnosed the symptoms as a hypersensitivity and administered intramuscular celestone and prescribed a topical antibiotic/cortisone cream. On 3/26/1999, the pt returned with persistent lumpiness, but with slight improvement in symptoms. The physician prescribed oral lodine and zyrtec.